Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The manufacturer¿s international service technician confirmed the reported restart issue. The manufacturer¿s international service technician replaced the central processing unit (cpu) printed circuit board assembly (pcba) to prevent a recurrence. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported error code 1101 (system restart) in the report log. There was no patient involvement.